Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 300 mg/dl. Troubleshooting was performed and found that the battery life has been less than seven days. The customer's diabetes educator stated that she delivered a bolus with the insulin pump but it was not recorded in the history files. It was also reported that the customer had a very bad foot infection that may have contributed to the elevated blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.